Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported that during device follow up/initial programming for a patient whose indication for use is parkinson's dual and movement disorders an infection near the burr hole site on their head with puss was found. The patient was immediately referred to the emergency room. The patient was given antibiotics. Later, on the evening of (B)(6) 2016 the ins,both left and right extensions and right lead were all removed. The left lead was still implanted. It was unknown if the issue was resolved. Further follow up is being conducted to obtain information about onset, cause, diagnostics performed and outcome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the extensions/leads likely remain implanted. However, this is ambiguous information as previously reported information says that the whole system was explanted and it us unclear what previously implanted devices were actually explanted.